Event description:
It was reported by service report that the foot-end lifts were stuck in an elevated position. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: malfunctioning cpu board.